Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a time issue. The time reportedly would be lost. There was no additional information for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was no activity related to complaint observed in the pump histories. The pump time and date was set; the pump was exercised for 24 hours. The battery was removed. The pump was left without power for 1 hour; when the pump was powered on, the time and date reset to factory settings. Evaluation revealed the internal clock battery on the pcb board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, the display was found to be dim with a red hue. Also unrelated to the complaint, the keypad was found to be peeling near the ok button. All buttons responded to presses appropriately. The keypad cover was removed; contamination was found under the contrast button contact. Also unrelated to the complaint, the battery compartment was found to be cracked from the threads to the bumper pad and from the bumper pad to the case seal. The pump case was also cracked near the top right corner of display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.